Event description:
It was reported that the pt died. The cause of death was reported to be "unknown at this time". The pump was used to deliver morphine. It was unknown if the pt's death was related to the pt's device. If additional info becomes available, a follow-up report will be sent.